Manufacturer narrative:
The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved a plum .2 fltr pp site pe orang 104in ndhp that leaked at the filter during an infusion of unspecified chemotherapy drugs.